Event description:
On 10/15: customer reports during pt procedure, the fluoro failed. Customer did not provide any pt or procedure info, other than to say, physician completed the procedure and pt is fine.

Manufacturer narrative:
Biomed stated there was a broken cable in the footswitch. Biomed replaced the cable in the footswitch and the system is fully functional.